Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient age and weight are unknown. It was reported to boston scientific corporation that during a stone manipulation procedure, the balloon of a uromax ultra balloon catheter would not inflate. The procedure was completed with another uromax ultra balloon catheter device. The patient's condition was reported as good.

Manufacturer narrative:
A visual analysis revealed that a shaft kink was visible directly below the strain relief. The most probable cause of this defect was as a result of handling of the device during the clinical procedure. The unit was attached to an encore inflation device and an attempt was made to inflate to its rated burst pressure however a balloon pinhole was visible at approximately 40mm distal to the distal edge of the proximal marker band. This pinhole is the root cause of the inflation difficulty experienced by the physician during the clinical procedure.